Event description:
It was reported that 1 bd insulin syringe with the bd ultra-fine¿ needle each from lots 2206675 and an unspecified lot had foreign liquid in them. The following information was provided by the initial reporter: "consumer reported finding quite a few syringes with a liquid already in them".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2206675. Medical device expiration date: 30-jun-2027. Device manufacture date: 25-jul-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned (10) 3/10cc, 8mm, 31g syringes in a sealed poly bag from lot # 2206675. Customer states that syringes already had liquid in them prior to use. All returned syringes were examined and no liquid or any other foreign matter was observed in or on any of the syringes. A review of the device history record was completed for batch# 2206675. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Embecta was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra-fine¿ needle each from lots 2206675 and an unspecified lot had foreign liquid in them. The following information was provided by the initial reporter: "consumer reported finding quite a few syringes with a liquid already in them."